Event description:
The facilities biomedical engineer indicated, he could not obtain a ground reading on the bed except at the line filter.

Manufacturer narrative:
The facilities biomed found a loose ground screw on the power supply board. The biomed tightened the ground screw to repair the bed.